Manufacturer narrative:
The coulter hmx hematology analyzer with autoloader is listed by (B)(6) to the following standards: (B)(4). Note: (B)(6). On (B)(4) 2008, the field service engineer evaluated the analyzer and identified that the differential chamber mix motor was smoking slightly and would not mix. The fse replaced the mix motor and verified repair per specifications. Root cause was attributed to the hardware replaced by the fse. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported a burning smell while using the coulter hmx hematology analyzer with autoloader. The customer was exposed to a small amount of smoke. The customer did not seek medical treatment. Customer disconnected power from the analyzer and service was requested. There were no flames, arcs or shock. The fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.